Event description:
Sonoma clinical study. It was reported that 398 days after the carotid artery stenting procedure, the pt experienced in-stent restenosis. The target lesion was located in the ostium right internal carotid artery, with 80% stenosis and was 5mm long with a 5mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. Nih stroke scale performed post procedure was 0. The pt was discharged the same day. At 398 days after the index procedure, the pt was seen for a 12-month f/u visit. During this visit, the pt had a required 12-month f/u ultrasound that noted 59% target lesion stenosis (ostium right internal carotid artery). During this visit, the site also reported an adverse event of in-stent restenosis. No action was taken for this. No target lesion revascularization was performed. The event was not recovered , no resolved. In the opinion of the physician the relationship of the event to the nexstent carotid stent is possible.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).